Manufacturer narrative:
Final analysis found that a partial lead was returned. Insulation damage due to clavicular crush was noted at the proximal end of the partial lead.

Event description:
It was reported that the atrial lead sustained rib clavicle crush damage. The lead was explanted and replaced.